Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple critical battery alarms and power disconnect alarms. This is an observation not related to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The real time clock (rtc) coin cell battery was initially out of charge but once the controller was connected to an external power source, the internal battery charged and the rtc began to work as intended. The root cause did not have a failure detected; a reset of the real time clock was successful. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller did not continue with counting the date. All data entries were from the same day. The controller was replaced. No patient complications have been reported as a result of this event.